Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that there was a leak at the junction of the catheter body and the primary extension lines. Only a blood drop comes out of the leak and spoils the catheter dressing. Pt had a new catheter placed without incident.